Event description:
It was reported that the patient had two right ventricular (rv) defibrillation leads. The first rv lead experienced high pacing threshold and low r-wave values resulting from a lead dislodgement. The second rv lead experienced non-capture at max outputs and low r-wave values. It was confirmed via a chest x-ray that the second rv lead had become dislodged from the right ventricle to the right atrium. Both rv leads were explanted and replaced with a single rv lead. The device pocket was revised to a sub-muscular implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID d314vrm, implantable cardioverter defibrillator implanted: 2013-(B)(6). (B)(4).